Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent escape button response due to corroded keypad traces. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
The customer reported that the insulin pump had a button error alarm and the act button was unresponsive. The customer confirmed that the device had recently been exposed to sweat. Blood glucose level at the time of the incident was 140 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.